Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested for the elecsys pth immunoassay on a cobas 6000 e 601 module (e601). The erroneous results were reported outside of the laboratory. A plasma tube of the first sample was tested on the e601 analyzer, resulting with a pth value of 292 pg/ml. A serum tube of the same sample was sent to another laboratory for testing on a siemens centaur analyzer, resulting with a pth value of 123.6 pg/ml. The plasma tube was centrifuged and repeated on the e601 analyzer on (B)(6) 2018, resulting with a pth value of 260.3 pg/ml. A plasma tube of the second sample was tested on the e601 analyzer, resulting with a pth value of 204.6 pg/ml. A serum tube of the same sample was sent to another laboratory for testing on a siemens centaur analyzer, resulting with a pth value of 47.2 pg/ml. The plasma tube was centrifuged and repeated on the e601 analyzer on (B)(6) 2018, resulting with a pth value of 232.7 pg/ml. No adverse events were alleged to have occurred with the patients. The e601 analyzer serial number was (B)(4). The field service engineer performed a high voltage adjustment, a blank cell calibration, and performance testing. He also adjusted the measuring cells. Related quality control data did not show any issues. The investigation was unable to find a definitive root cause.